Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 446 mg/dl. The customer stated that he did not attempt an infusion set change prior to being hospitalized. The insulin pump was programmed correctly. The customer declined to perform any additional troubleshooting. Nothing further was reported.